Event description:
It was reported that the stent had inadvertently deployed. A wallstent uni self-expanding stent was selected for use. However, it was observed that the stent had inadvertently deployed while inside the packaging. A new device, same model, was used to complete the procedure. There were no patient complications as a result of the event.